Event description:
It was reported that when running the syringe of a medfusion® 3500 syringe pump, the pump reverts back to the previous screen, stops running, and displays a message to check the clutch. No injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis due to the check clutch alarm. Upon visual inspection the pump appeared in "ok" condition, tamper sticker was intact and the right plunger case was noted to be cracked. The event history log was downloaded and reviewed revealing a check clutch error in the history. Customer stated that the problem was verified at beginning of a flow test and was able to be duplicated. It was found that the position pot was not plugged into main board which appeared to be from a previous repair. No discrepancies were found during the DHR review and manufacturing calibration readings were all in specification. Based on the evidence, the cause of the issue is service & repair's incorrect assembly of the device. This issue will be monitored for any increase in occurrence. The cracked right plunger case was replaced and functional / delivery tests were performed and passed.